Event description:
Rptr wants to report a design defect in a medicare approved device to get it off the market or corrected. Rptr can demonstrate and has demonstrated that a 180 pound paraplegic, below the right knee amputee, will be subjected to excessive pressure, leading to the very pressure sores that bed is designed to avoid. The MFR's svc people have witnessed that and have stated to rptr, "that their bed can not prevent the high pressures" and advised rptr to seek out alternative equipment. It seems to rptr such an admission is adequate reason to withdraw approval, although there is more. Rptr has discovered that the problem occurs when the air flow is shut off to perform necessary pt care. When the air is turned back on, the flow is inadequate to raise the pt off the high pressure solid support. If pt can be lifted off the support, for just a short time the air flow is adequate to support them with low pressure. One of the beds, installed in rptr's house has been malfunctioning for over 20 days. It appears that either MFR's installers or MFR's svc techs are incompetent. Pt is home using bed to facilitate healing after surgery (6 weeks ago) to repair a "bed sore". Pt came home with a "flap" repair, just waiting for more complete healing before returning to "wheelchair living". Within a week after being in bed, pt developed a "bruising looking" area near their coccyx. MFR's techs were called and pronounced that the bed was ok, that pt was not "bottoming out". Another week went by and the "bruise" turned black and grew to 2 inches in diameter. A 2nd visit by one of MFR's techs resulted in a 2nd ok. Rptr sent photos to surgeon who commented that it should be virtually impossible to develope a pressure sore lying in a "sand bed". Rptr and dr, are convinced that the pressure on pt's bottom has been and is excessive. That either the bed or its installation is the cause of pt's new bed sore. Several possibilities come to mind. 1- the fabric layer, secured all around the rim, and separating the beads from the pt, goes taut, and winds up supporting pt's buttocks (at excessive pressures) rather than the low pressure of the "fluidized" ceramic beads. 2- the volume of ceramic beads used, is below requirements thereby allowing the fabric layer to get taut. 3- pt's weight exceeds the design capacity of the bed. 4- the fluidizing air pressure is too low. 5- the consequence of a below the knee amputee, were not properly considered. Rptr reviewed the situation with the sales rep for this area and while rptr is confident that he/we will solve the problem this time, rptr has no idea if the bed sore can be healed, without add'l surgery. MFR's tech concluded that pt was "bottoming out" in the bed. He also concluded that he couldn't get the bed to provide low enough pressure and therefore promised to make arrangements for a "hosp strength" bed to be installed the next day. Now contrary to what he promised, ie a "hospital strength" replacement, MFR's office called to tell rptr that they couldn't/wouldn't place a "hospital bed" in a home. They were going to try something else. Two more techs arrived, expecting to replace a liner, that contains the beads, but without doing it, concluded that the pt's buttocks would still bottom out with the new liner. That the home style bed simply could not prevent it. So they cleaned up and left. All of this transpired after some heated telephone exchanges with MFR trying to figure out who and how they could get pt out of bed, so the techs could do their thing. Rptr only had two people available and no lifting device and was quite sure they could not do it alone, nor did rptr have an alternative bed or other place to put pt, while bed was unavailable. MFR literally refused to arrange for that activity, even after rptr suggested using an ambulance team to lift pt out and "store" pt on a gurney. Only after rptr made their own arrangements with a local ambulance svc did they finally elect to come. Pt came home from the hosp without any pressure sores. After 20 days in MFR's bed pt has a 2 inch diameter one.